Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03120 for the other associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators were used during an esophageal banding procedure performed in 2009. According to the complainant, during the procedure, only the first band deployed on the first device. A second device was used, and the same event occurred. Attempts to obtain additional info regarding the circumstances surrounding this event, procedure outcome and pt condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.